Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that upon this subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, the electrode showed removal difficulties as the set screw was not able to be turned. Several troubleshooting efforts were done but the issue could not be resolved, the physician was not comfortable cutting the electrode, and the necessary tools were not available. Eventually, tools were obtained, and the replacement procedure got complex. With the help of a drill the physician cut around the set screw and subsequently got it loose using a wrench. This procedure was delayed 4 hours due to these necessary steps. Finally, this s-ICD was replaced, and the electrode was used in the new implanted device as adequate measurements were observed without visual damage noticed. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that upon this subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, the electrode showed removal difficulties as the set screw was not able to be turned. Several troubleshooting efforts were done but the issue could not be resolved, the physician was not comfortable cutting the electrode, and the necessary tools were not available. Eventually, tools were obtained, and the replacement procedure got complex. With the help of a drill the physician cut around the set screw and subsequently got it loose using a wrench. This procedure was delayed 4 hours due to these necessary steps. Finally, this s-ICD was replaced, and the electrode was used in the new implanted device as adequate measurements were observed without visual damage noticed. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Corrected field -d6b (explant date): corrected to (B)(6) 2022. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. Visual examination confirmed the device header was drilled down to the setscrew. The setscrew was found to be stuck in the up positioning. After using a boston scientific wrench and the side-loading-rotational-method, the setscrew was loosened and was able to move freely. Laboratory analysis confirmed the reported clinical observations and determined the setscrew most likely became stuck in the fully loosened position due to the use of a wrench other than the type indicated (e.g., a non-torque wrench or a higher-than-recommended torque wrench).